Event description:
The device was used to treat a cardiac arrest pt and the device reportedly would not deliver countershocks to the pt on two attempts through the quik-combo pacing/defibrillation/ECG cable. The hard paddles were used to deliver a third countershock to the pt and treatment was continued using the hard paddles. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.